Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Analysis revealed the conductor coil was exposes due to abrasion through in the insulation. Abrasion appeared spiral, and the damage was most likely due to lead-on-lead contact. The lead was electrically continuous.

Event description:
Boston scientific crm received information that a lead fracture was suspected on this right atrial (ra) lead. This lead was explanted and replaced during a device replacement procedure for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--